Manufacturer narrative:
The device history records for the sam 350p and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 28th july 2014. Upon receipt, the device was failing self-tests due to an rtc error. Further investigation revealed that the coin cell had become detached from the pcba. The detached coin cell would account for the rtc errors and had also prevented the status indicator from illuminating, as the bt1 coin cell provides power for the rtc/led drive circuitry. With the coin cell replaced, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Information from the history log shows the device had performed successful weekly auto self-tests up to the 22nd april 2018, therefore it is assumed that the coin cell had become detached after this date. Due to the nature of how the coin cell terminals had broken off the pcba, i.e. Solder joints still intact, it is assumed that the coin cell had detached due to an impact. However, the investigation was unable to verify this by other means, as there was no visible damage to the outer case. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
Device service required prompt. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device service required prompt. There was no patient involved in this event.